Manufacturer narrative:
Analysis of the neurostimulator with (B)(4) revealed setscrew is backed out too far.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the setscrew on the implantable neurostimulator (ins) did not securely hold the lead in place. The ins was never implanted and the issue was identified when the physician attempted to secure the lead into the ins and tightened the setscrew. The lead was gently pulled after hearing the torque wrench click, but the lead was not firmly held in place. The lead insertion and tightening process was repeated three times before deciding to implant a different ins. The issue was resolved. No further information was provided. A follow up report will be sent if additional information is received.